Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing broke off from base of infusion set site clip. Patient's blood glucose level was 212 mg/dl at the time of this event. Moreover, the patient did not notice any damage when the package was first opened. The patient replaced the infusion set and resumed insulin. No further information available.